Event description:
It was reported that the patient was admitted to the emergency room. The patient's implantable cardiac defibrillator (ICD) was found in back-up vvi mode. The device was reprogrammed to original mode. The patient was stable.